Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. The device passed the displacement, rewind, basic occlusion, prime and no delivery tests. No blank display, vibration or constant tone anomalies observed during the analysis. A scratched lcd window, cracked battery tube threads and cracked reservoir tube lip noted.

Event description:
Customer reported that he went swimming with his insulin pump and it is no longer working. Customer stated that he had high blood glucose, went to the emergency room to be treated and to get a back up plan. Customer stated that they gave him wrong syringes and he ended up with hypoglycemia. Nothing further was reported.